Manufacturer narrative:
The catheter was returned with an unk substance inside the balloon lumen. The substance was analyzed and found to be iodinated organic compound which consistent with what is used during clinical procedure. (B)(4).

Event description:
During preparation, it was reported the balloon could not be deflated as there was an unk substance found inside the catheter. The device was not used in the pt.